Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to the up arrow button and the up arrow button contact was found misaligned. All other keypad buttons working.

Event description:
The patient's mother claimed that the pump is intermittently responding to the up arrow, down arrow, and ok buttons and the buttons do not spring back and click as usual. The pump reportedly has not been exposed to moisture.